Manufacturer narrative:
Unique identifier (UDI): (B)(4). - a follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported treatment history, which showed an event of increased intraperitoneal volume (iipv). The reported large drain of 4,109ml was 205% over the expected drain volume, which resulted in a reportable malfunction. Drain: 0ml fill 1: 2203ml, drain 1: 2008ml fill 2: 1999ml, drain 2: 2011ml fill 3: 1999ml, drain 3: 2008ml fill 4: 1999ml, drain 4: 4109ml follow up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed there were no serious injuries or complications. The pdrn states that the patient continues treatments on the continuous cycling peritoneal dialysis (ccpd) cycler and has not missed any treatments.

Manufacturer narrative:
Additional information: the cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. A second simulated treatment was performed and completed without any failures or problems. A drain complication encountered support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 1. The cycler weighed fill volume values were within tolerance and cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The reported symptom of iipv was not confirmed. The reported symptom of not draining - no alarm was not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.